Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 300 units of insulin. The customer¿s blood glucose level was 257 mg/dl. Reportedly, the customer loaded the cartridge successfully and resumed insulin delivery.